Event description:
During procedure, two lights rubbed lightly together and a rubber end cap fell off the light into sterile field and onto patient.

Manufacturer narrative:
Assessment is that the rubber end cap was not properly seated. Customer facility biomed reinstalled the cap back into its proper place and attempted to remove the cap assuring it was firmly seated.